Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu to resolve the errors. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors c-42 on the start. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the integrated electrosurgical unit (iesu/erbe) generator was not working. The site power cycled the iesu with no change. Intuitive surgical, inc. (Isi) technical support engineer (tse) verified c-42 and c-00 errors in the system logs and recommended removing all energy cables from the iesu and hard power cycling the iesu. The iesu powered back on and immediately faulted with a c-42 and c-00. The site continued procedure with the force triad generator and would move to additional vsc, if needed. The procedure was completed with no reported injury. The following additional information was provided by the intuitive surgical clinical sales representative (csr): ports were placed when the issue occurred. It is unknown if the system initially powered on without errors. As the customer did not have a force triad generator to use. The csr advised the customer to use a vessel sealer instrument.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned to original equipment manufacturer (OEM) for repair. The reported error c-42 was confirmed. Investigation found a malfunctioning cpu printed circuit board (pcb) to be the cause of the error. It was replaced and the error ceased.

Event description:
Refer to h10/h11 for follow-up information.